Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photograph confirmed the reported event of driveline damage; however, a specific cause for the damage could not be conclusively established through this evaluation. The submitted photograph captured a portion of the patient¿s external pump cable. Damage to the pump cable outer jacket was observed slightly distal to the patient¿s driveline exit site. The underlying armor layer appeared unremarkable. Additionally, damage to the pump cable inline connector bend relief was observed. No wires were exposed, and the damage appeared to be cosmetic in nature. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate lvas patient handbook, rev. D, are currently available. In the IFU, section 5, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the lvas to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. This section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. In the patient handbook, section 4, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact immediately if they find signs of driveline damage. Section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023 a breakage on the proximal driveline was found during the patient's follow-up appointment at the clinic. No new alarms were noted and nothing unusual was observed in the history. The driveline was repaired with rescue tape.